Event description:
The customer reported getting a "generator error" and that the system stopped exposing. The system shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit breaker. The system operates as intended.